Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The customer confirmed that they will not be returning the device at this time, as they will be handling the matter internally. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. The device was not returned for evaluation. Based on the results of the investigation, it¿s likely the loss of image was due to user handling. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the video system center is unable to display image. The event occurred during reprocessing, prior to a therapeutic procedure. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The customer resolved the issue internally and will send in the device for evaluation and repair. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.